Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24apr2019. Additional information received: the risk manager at the customer facility reported that the patient was found in the ER unresponsive with both the non-invasive bipap mask and the electrocardiogram leads removed from the patient. She stated that they do not believe that the ventilator malfunctioned nor caused or contributed to the patient death. The philips field service engineer evaluated the ventilator and the device passed testing. The philips principal engineer's review of the ventilator diagnostic log did not reveal any hardware or software issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Manufacturer narrative:
Date of report: 21mar2019. Should additional information become available, a supplemental report will be filed. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported that a patient expired due to a "leads off" condition. The customer is unsure if the patient was on a v60 ventilator at the time of the incident. The patient expired. Multiple attempts have been made to obtain incident information from the customer, however, no response has been received. The date of death was not specified.